Manufacturer narrative:
Concomitant medical products: injector model-msi-pf; lot#-unk should have been included in initial medwatch report. Device evaluation: lens was returned dry in a case/vial. Visual inspection found the lens haptic broken and bent. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was not resolved. Reference MFR report # 2023826-2019-01288 for claim continuation. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: "dimensional inspection found the lens to be within specifications" should have been included in supplemental medwatch report. Claim#: (B)(4).